Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer found that the matrix drawer 6 was intermittently not closing. The red release arm was not contacting the catch block. Chassis was adjusted, but the issue persisted. The catch block was loosened, after which the drawer began functioning normally and sensing closure. Pharmacy staff confirmed the drawer appeared to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 6 failed to open, although the screen continued to prompt for the drawer to be closed.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.